Event description:
It was reported that the doctor used ntlc75/sr75 for resection in a gastrectomy procedure. When tried to disengage, the plastic gripping cover snapped off from the anvil attachment and the attaching washers fell into the surgical field. The procedure was delayed by 40-minutes. They used a 55 stapler to continue. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: this is an analysis of one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the top view with the anvil shroud separated from the metal area with the staple height selector detached and appears to be that one bearing is not attached. Also, the halves are mixed due to the batches stated on are different. Batch channel # t5ah01 and batch anvil # n55v49. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. A manufacturing record evaluation was performed for the finished device batches number, and no non-conformances were identified. Additional information was requested, and the following was received: did any pieces fall into the patient?- yes. If yes, were they retrieved?- yes. Will all pieces be returned with the device?- no. If no, were they discarded?- discarded. Could you please clarify if there were any patient consequences?- surgeon removed the pieces and completed the procedure. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?- unknown.

Manufacturer narrative:
(B)(4). Date sent: 04/06/2022. D4: batch # t5ah01. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the staple height selector loose inside of a plastic bag, support spring missing, both bearings missing and no reload present. In addition,  the halves were noted to be with batches mixed. During the visual inspection, the anvil shroud showed all locks broken that support the metal body anvil to shroud causing the easy detached of the metal body, and this condition most likely caused the bearings and support spring missing, and the staple height selector is detached. Due to the condition of the device no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batches number, and no non-conformances were identified.